Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the implantable pulse generator (ipg) was unsuccessful because the wrench would not engage with the set screw, resulting in the set screw not tightening. It was also noted that during testing the ipg paced at a rate lower than the programmed lower rate. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.